Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2019, the patient reported that she had two inf sets from the same box that detached from the quick release, one in the morning when she woke up after sleeping and the other when she was at work. The site location was both of her arms once right, last night left and the pump was located on the center of her body. The infusion had been used for two full days and they were stored in the bedroom closet (at room temperature). There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.